Event description:
The patient reported that one of their leads had to be repositioned. The following physician confirmed that the right ventricular (rv) lead was post-operatively repositioned due to dislodgement and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.